Manufacturer narrative:
Concomitant medical products: product ID: 9733686, software version: 2.1.0. Software logs have been received. However, analysis has not been completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a spinal procedure. It was reported that intra-operatively, the system was unplugged from the wall power to move to the other end of the bed. When the system was plugged back into wall power, the monitor was blank. The manufacturer representative powered the system back on and the system became unresponsive in the boot up screen. A hard reboot resolved the issue and it was possible to log into the application to proceed. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay. Clarification of the issue was received that they were in the acquire images tab when the system shut off. The system had been unplugged for a few minutes. On reboot, "esc" was hit during linux window for shortcut and the system froze.

Manufacturer narrative:
H3, h6: the software investigation was unable to determine probable cause. Logs were reviewed but provided no additional insight regarding the cause of reported complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.